Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of the sensors sticking and issues with the product not adhering. The customer's blood glucose reading was 600 mg/dl at the time of incident. Troubleshooting advised customer on recommendations to improve adhesion. Customer was advised to monitor the pump and insertion site and to call back for further assistance if necessary.